Event description:
A user facility reported that an intraocular lens (iol) was unsterile. In a follow up, a surgical nurse stated that she noticed a bent haptic when she was about to insert the lens into the cartridge. The iol did not make contact with the patient's eye, and a standby lens was implanted. There was a one minute delay of the surgical procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).